Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system there was leakage at the junction of the catheter and the needle. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that blood fluidic leakage at the catheter hub ext. Once usage of the product on patient.

Manufacturer narrative:
H.6. Investigation: one used unit was received for evaluation. Bd was not able to verify the customer indicated failure mode. Based on device history record review for material 383313 with lot number 7293902, the product lot met the manufacturing specifications and quality assurance inspections. Based on sample evaluation, the defect leakage at inserter/tubing could not be identified after evaluating the unit. Sample was reviewed and no damage could be observed. Therefore, sample was tested per leakage at 20 psi of in and, 8 psi. No leakage was found. The engineering team could not verify the reported defect to manufacturing process since the defect could not be observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system there was leakage at the junction of the catheter and the needle. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that blood fluidic leakage at the catheter hub ext. Once usage of the product on patient.